Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that she was in intensive care unit due to a high blood glucose level and a diabetic ketoacidosis caused by the insulin pump. The insulin pump was not delivering insulin because the batteries were not working. Customer's blood glucose level was not reported. The customer's mother was unable to troubleshoot. The device was not returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.